Event description:
The patient called and complained about their device's battery only lasting three years. It was also reported of possible premature battery depletion as the device had unexpected longevity of lasting three and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478, implantable pacing lead, implanted: (B)(6) 2007. A 5076-45, implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.